Manufacturer narrative:
As of this filing, the damaged driver/inserter has been returned/received from the user facility for evaluation. The investigation is in process and a supplemental and final report will be filed upon the completion of the investigation.

Event description:
The customer reported that during use of the np211 (pressft 2.1 w/one #2 hifi suture anchor) in a hip arthroscopic procedure, the distal tip of the inserter broke off during insertion. The breakage occurred, when the surgeon removed the inserter/driver after the anchor was implanted. Reportedly, the surgeon was able to remove the broken piece after drilling around the shaft. Other than a 30 minute delay, the procedure was successfully completed with no further complications or serious adverse effect to the patient. The patient was discharged per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
On (B)(6) 2015 conmed received the damaged (B)(4) pressft driver for evaluation. Visual inspection of the returned device confirmed the reported breakage and found the tip had detached from the driver. Further evaluation by the manufacturing engineer found the tip of the inserter was slightly short and out of specifications. Preliminary investigation into the cause indicated that the tip was probably machined short, which affected a downstream laser welding operation, and this might have contributed to the reported breakage. Based on the evaluation findings, an investigation has been opened to determine the root cause and address this issue.this lot with (B)(4) was manufactured on (B)(6) 2015 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process. A review of the lot history record showed there were no other similar complaints received. In addition, a (B)(6) review of the device complaint history report showed there have been no other reports of the "inserter tip breakage" received. During this same (B)(6) time frame, over (B)(6) units were sold worldwide, making the occurrence rate for this failure mode (B)(6) percent.to date, there have been no patient long term adverse effects reported for this device. The risk analysis was performed and the risk related to the breakage of the instrument has been evaluated as acceptable.the conmed linvatec pressft suture anchors are intended to reattach soft tissue to bone in orthopedic procedures and that the anchors may be used in either arthroscopic or open surgical procedures.this product is very technique dependent. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this fixation device.to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: precautions: - ensure proper selection of drill bit according to anchor size selection.- inspect all instruments for damage prior to use.- ensure the anchor is properly seated on the driver tip prior to and during implantation.- ensure the free ands of the suture securely fit into the suture retaining mechanism on the driver handle.- avoid lateral loading while inserting the pressft suture anchors.- maintain proper alignment during insertion of the anchor and disengagement of the driver. - the risk of suture anchor breakage during implantation is reduced by following the specified instruction for use.- proper selection and placement of an implant are important considerations in the successful utilization of these devices.- proper alignment of instruments is important during implantation of the pressft suture anchors to minimize possible breakage of an anchor. Breakage is possible if:- the drill bit is not inserted to the proper depth.- the pressft suture anchors are not properly aligned with the pilot hole.- the pressft suture anchors are loose or not securely attached on the driver.- the pressft suture anchors inserter is used for prying.- the pressft suture anchors are advanced too deep.warnings:- preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this fixation device.